Event description:
The report stated that after a few minutes of a radio frequency ablation procedure, the patient complained of pain radiating down the back of her left leg. The needle was close to the psoas muscle and sciatic nerve, so it was assumed that this was referred pain. The needle was withdrawn slightly with a CT carried out to check position. The patient described some improvement. The procedure was 15 minutes total. The needle and patient return electrode pad were removed. No immediate post procedure complications were noted. The patient was monitored for 24 hours on the ward and was reviewed the next morning. At this time, she described some discomfort radiating down the left leg which again was attributed to referred pain. The discomfort was not incapacitating. Discharged home, at 6 weeks, the patient appeared for mr scanning, and it was only at this stage that the doctor was made aware of an area of crusting at the site of the pad on the left posterior thigh.

Manufacturer narrative:
Date of initial report : 08/26/2008. The ablation took place in 2004, but the injury was discovered 6 weeks later. During this interval it is unknown if the generator was in use at the site. The generator was tested in 2008. As tested in 2008, one power setting was out of specification by 4%. It is unknown if, or how much, the generator may have been in use and what maintenance was or was not done from the time of the discovery of the injury in 2005 until the evaluation in 2008. Therefore, no conclusion can be made as to whether the condition of the generator caused or contributed to the reported injury. The cool-tip users manual, under maintenance and service, informs the user: to ensure accuracy of unit output and displays, the unit must be returned (to radionics/covidien) every year for calibration. The cool-tip users manual also warns the user: while coagulating, attention should be given to the return pads for signs of excess heating.